Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right atrial (ra) lead was found to have dislodged on x-ray. The ra lead was repositioned and remains in place. No patient complications have been reported as a result of this event.